Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient indicated that the pain had not resolved, but was being worked on. The patient's next appointment was reportedly on (B)(6) 2016.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for spinal pain and other chronic/intractable pain (trunk/limbs). It was reported that last (B)(6) 2015, a healthcare provider (hcp) told the patient they were no longer doing the pump and were going to wean them off the pump and remove it. The reporter (consumer) had been in contact with a company representative regarding physician locator listings and the patient had called several places from the locator listings received each time by a company representative or patient services with no success. The patient had been unable to locate a new managing hcp. The patient eventually ended up slowly being weaned off the pump medication and the pump was removed on (B)(6) 2016. The total device system was explanted. It was noted that the pump was initially scheduled to be removed on (B)(6) 2016, but was rescheduled for (B)(6) 2016 due the surgeons schedule and the patient having elected to come back the following day. When they were weaning patient off the medication, the patient was told to take advil in the interim. The patient's symptoms slowly/gradually returned due to weaning off the therapy and the pump having been removed. The patient was having more and more pain during the weaning period and that returned beginning (B)(6) 2015. The date (B)(6) 2015 is considered an approximate date of event. The patient was also doing pump hydrotherapy. After the surgery on (B)(6) 2016 the patient was given a script for pain relief. Yesterday ((B)(6) 2016) the patient was in "so much pain". The patient was considering following up with an hcp regarding the next steps with pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.